Event description:
Clinical narrative: an impella 5.5 device was inserted via an unknown access site in a patient of unknown age and gender for coronary artery bypass graft (CABG) surgery. The patient¿s comorbidities were not reported, and the patient¿s clinical state prior to initiation of support was not reported. The patient had a pre-existing impella 5.5 device in place prior to being taken to the operating room for CABG. On the day prior to surgery, a purge flow issue was reported, for which tissue plasminogen activator (tpa) was administered, and the issue was noted to have resolved. During the surgical procedure, when the device was repositioned, a purge blocked alarm was observed. Due to the need for continued mechanical circulatory support following CABG, the physician planned to replace the impella 5.5 device postoperatively. The administration of tissue plasminogen activator (tpa) for purge-related issues represents off-label use. Based on the available information, there was no reported patient impact related to tpa administration. The reported purge flow issue and subsequent purge blocked alarm are consistent with known factors that may affect purge system performance during mechanical circulatory support, including intraoperative manipulation and changes in device positioning. No further clinical details or patient outcome were available at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and upon review, it was noted that the complaint and device for this MDR is a duplicate for the complaint and device reported in 1220648-2026-08331. Therefore this follow up will serve as the final MDR under report #1220648-2026-08344. Refer to report #1220648-2026-08331 for additional investigation details.